Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (b)96) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at .6mg/day) and bupivacaine (20 mg/ml at 1.2 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in today for their normal pump replacement due to upcoming end of service. Their catheter was found to have no flow so it was replaced.  There were no known external factors and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report.